Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps jaws will not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.

Manufacturer narrative:
The prograsp forceps has been returned and evaluated by the failure analysis team. The instrument was found to have a derailed grip cable from its normal position at the force amplification pulley. This causes the jaws to not open. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension.